Event description:
Information was received from a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 it was reported that the reporter hadn't looked the patient up yet, but thought the patient previously had "an error pump". The reporter clarified that the pump was "like motor stalling" and the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.